Manufacturer narrative:
Available details indicate that the device has reached the eol (end-of life) status. Per source notes, no service or technical support was provided to the customer due to end of support status of the device. The customer was made aware of the end of life terms and the eol notice was provided to the customer. The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The device is not expected to be returned for additional investigation as no replacement will be provided. Device remains at the customer site.

Event description:
Philips received a complaint on the heartstart mrx device indicating that there was a "battery calibration" message.